Event description:
It was reported that during a laparoscopic nephrectomy procedure the first and second firing of the device was fine. On the third firing the device cut, but did not staple. Not reported how the case was completed. Patient consequence not reported. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with two white reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were noted during the manufacturing process.